Event description:
It was reported that during a right ventricular lead revision procedure, the pulse generator exhibited backup vvi mode. The device was reprogrammed and resumed normal function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.